Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced loss of capture during an episode of ventricular tachycardia. The patient was externally defibrillated to terminate the arrhythmia; the patient was stable and will continue to be monitored.

Event description:
It was reported that the patient experienced loss of capture during an episode of ventricular tachycardia. The patient was externally defibrillated to terminate the arrhythmia and the device was explanted and replaced by a high voltage device; the patient was stable and will continue to be monitored.